Event description:
It was reported that t1 deployed successfully, but t2 could not be deployed. A backup device was available to complete the procedure with no delay or patient injuries reported.

Manufacturer narrative:
One fast-fix 360 reversed curved needle delivery system was returned for evaluation. Visual assessment of the device shows the insertion needle is bent on two planes. No ts or suture remain on the delivery needle or were returned for examination. Device was functionally tested for proper actuator advancement and cycling, device would not function properly due to the bent needle. Do not bend the delivery needle. The fast-fix 360 devices are manufactured with straight or curved delivery needles. Intentional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. If the delivery needle has been inadvertently bent, or if resistance is encountered during deployment, a new delivery device may be needed. No root cause related to the manufacturing process can be established. No further investigation is warranted at this time.